Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data revealed ¿loss of prime¿ warnings related to the pump not being primed after ¿power on reset¿ and the pump not primed after rewind. No valid loss of prime events were observed. The pump was successfully exercised for 24 hours without ¿loss of prime¿ warning duplicated. The force sensor was evaluated and found to be within specifications. The pump cover was removed for investigation and did not reveal and damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction. (B)(4).